Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device withheld treatment for atrial tachycardia/atrial fibrillation which the patient was in prior to what appeared to be ventricular tachycardia. The device continued to withhold treatment for supraventricular tachycardia. The ventricular tachycardia spontaneously broke. The device remains in use. No patient complications have been reported as a result of this event.